Manufacturer narrative:
A system logs review cannot be performed at this time due to insufficient information provided. The event date and da vinci system identifiers are unknown. Citation: robotic radical trachelectomy in early-stage cervical cancer 10.1007/s11701-025-02540-w heras-2025-robotic radical trachelectomy in ea.pdf. Https://doi.org/10.1007/s11701-025-02540-w. Note: due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. The patient demographics provided represent the demographics of the majority population described in the article. The procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product.

Event description:
A review of an article was performed that presented a retrospective review of experiences with robotic radical trachelectomy procedures. The article noted a 35-year-old female (patient 5) who experienced a post-operative femoral neuropathy. The patient did not experience any intra-operative complications but was hospitalized for 5 days. No further information was provided regarding the patient. The following information is unknown: the cause of the post-operative femoral neuropathy, when the complication was identified in relation to the da vinci-assisted surgical procedure, the severity of the femoral neuropathy, and what medical intervention (if any) was rendered to the patient due to the complication. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.